Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the proximal end of enterprise vrd (enf452212/10127568) did not open properly, therefore the stent was removed. The product was discarded. A prowler select plus microcatheter was used with the device. All labeling guidelines were followed for deploying/detaching the vrd, and the stent was exposed out of the microcatheter when the event occurred. During the event, the vdr was in the true vessel lumen, and the vrd was not in a side branch or at an acute angle, just a slight bend. The vessel measurement proximal and distal to the aneurysm neck was 3.0mm, and the target site was the left (ica) internal carotid artery that had moderate tortuousity. The procedure was completed with another longer enterprise stent that was successfully deployed. There was no adverse reported with the event, and no further information was provided.

Manufacturer narrative:
It was reported that the proximal end of enterprise vrd (enf452212/10127568) did not open properly, therefore the stent was removed. The product was discarded. A prowler select plus microcatheter was used with the device. All labeling guidelines were followed for deploying/detaching the vrd, and the stent was exposed out of the microcatheter when the event occurred. During the event, the vdr was in the true vessel lumen, and the vrd was not in a side branch or at an acute angle, just a slight bend. The vessel measurement proximal and distal to the aneurysm neck was 3.0mm, and the target site was the left (ica) internal carotid artery that had moderate tortuousity. The procedure was completed with another longer enterprise stent that was successfully deployed. There was no adverse reported with the event, and no further information was provided. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10127568. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With review of the information there is no clear relationship of the reported event and the enterprise vrd. Vessel characteristics and procedural factors are possible factors that may have contributed to the event. There is no indication that the event is related to any enterprise design, manufacturing, or performance issue. Therefore, no corrective actions will be taken at this time.